Event description:
Dr. (B)(6) was treating a patient on air flex (B)(4) when the end cap of pvc tank blew off the tank and through the table skirting. The cap bolt hit him in the shin requiring him to go to patient first. Xrays were negative, but required a tetanus shot and treatment for the cut. The patient was ok. The dr. Bought the table used from scrip and had used it for a total of 2 months. The table was manufactured in 1997 and was 23 years old.